Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was treated with unspecified antibiotics for the peritonitis. Therapy was discontinued and the patient's catheter was removed. The patient was switched to hemodialysis and recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for this event. The cause of peritonitis was unknown. The treatment for this event was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13d25053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c23027 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).